Event description:
Complainant alleged that during training by facility staff, the device displayed "defib fault 72" and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.